Event description:
Customer reports that the insulin pump is unresponsive when he touches the act button. Current blood glucose level is no available. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.